Manufacturer narrative:
The patient sample was submitted for investigation. The sample was measured on an e411 instrument. The sample was also measured by the ortho elisa method and by innolia hcv score. The e411 result was (B)(6). The innolia hcv score was (B)(6). The ortho elisa method result was (B)(6). A specific root cause could not be identifed. According to product labeling the immunoblot method is the recommended method to confirm results. The elisa result is most likely (B)(6). A general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for antibody to (B)(6). The erroneous results were reported outside of the laboratory. The initial (B)(6) result was 0.066 coi. The patient came to the laboratory to have visa screening tests performed. The initial negative result was communicated to the patient. By chance, the patient had an additional test performed at a different laboratory using the elisa method. That result was (B)(6). The patient informed the laboratory about this difference and the initial sample was repeated on (B)(6) 2015 and the result was 0.103 coi. Half of the patient sample was sent to the laboratory that used the elisa method and the result was (B)(6). The original sample was repeated again on (B)(6) 2015 and the result was 0.096 coi. No adverse event occurred. It was noted that the patient, who was a foreigner in the country where this event occurred, was deported based on the (B)(6) result from the elisa method. The e411 instrument serial number was (B)(4).

Manufacturer narrative:
Further investigation has determined that the anti-hcv results from the e411 instrument are assumed to be correctly (B)(6). The reagent performs within specification.